Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial procedure, after the physician numbed the pt, the pt vomited and aspirated. As a result, the procedure was aborted. The lead kit had been opened but not used. The pt's symptoms resolved and the trial procedure will be attempted again at a later date.